Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The instrument was found to have both grip input disks broken. Input disk six and seven were found broken from the inside of the housing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that while using the clip applier instrument, the customer felt a tug and then noted the wire to be sticking out. Customer used the instrument during the case; however, when attempting to clip the 'wire' gave, and no longer clasped. No parts noted inside patient, no harm done, instrument removed, and new instrument was used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted wrong with the instrument as the case started with no issues. No damage noted. The incident occurred when the customer docked the arm inside patient and a tug was felt. The wire was exposed while turning the tip of the instrument prior to clip application. Because of the pop of the wire, the instrument was not working. The issue happened on the second attempt when the wire broke. A backup was used to resolve the issue.